Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pelvic organ prolapse, and stress urinary incontinence. It was reported that patient underwent removal of portion of mesh, and a pelvisoft on (B)(6) 2012 due to vaginal mesh erosion, enterocele, and vaginal vault prolapse. It was reported that patient underwent anterior and posterior mesh revision on (B)(6) 2014 due to mesh erosion and extrusion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced contracture, urinary frequency, urinary urgency, sensation of incomplete bladder emptying and nocturia. It was reported that the patient concurrently underwent anterior wall cystocele repair.

Manufacturer narrative:
It was reported that patient underwent stage 2 interstim sacral nerve modulation on (B)(6) 2010 due to urinary retention and urge incontinence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/21/2015. Additional narrative: it was reported that patient underwent cystoscopy, bladder overdistention, chemodenervation of the hunner¿s lesion with kenalog injection and transurethral coaptite injection on (B)(6) 2014 due to interstitial cystitis with intrinsic sphincter deficiency.